Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: item # 184770, lot # 079600. Item # 183214, lot # 094410. Item # 141228 , lot # j2375563. Kne-other-unknown-bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04352, 0001825034-2018-04354, 0001825034-2018-04355.

Event description:
It was reported patient underwent right knee arthroplasty revision of a bearing. Subsequently patient is experiencing instability. Patient is being tested for metal allergy.

Event description:
It was further reported the patient is still experiencing swelling of the knee. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # ep-183762 lot # 878990. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record was reviewed and no discrepancies were found. The provided medical records were for the linked complaint event. No medical records or radiographs were received for the event reported on this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.